Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site but was not able to reproduce the errors. Log review showed that the isi core/core controller (icc) could be faulty. The fse replaced the component to resolve the issue. The system was tested and verified as ready for use. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, a repeated nonrecoverable fault 91 occurred. The site called an intuitive surgical, inc. (Isi) technical service engineer (tse) earlier and indicated that the error occurred during bootup after every power cycle. After the site switched the blue fiber cable (bfc) connection between the surgeon side console (ssc) and the patient side cart (psc), the system rebooted with no issue. As the issue repeated in the middle of the procedure, the customer elected to convert to laparoscopic surgery. Isi followed up with the initial reporter and obtained the following additional information: the conversion resulted in an increase in the size of the port incision, and additional ports were placed. The patient tolerated the change with no further impact to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the isi core controller (icc) was returned for failure analysis and the customer reported non-recoverable fault issue was not replicated although the logs showed the error. Upon visual inspection, no issues were found that would be related to the reported event. The icc was installed onto an in-house system where an error was triggered indicating fault on the icc. Then the system was set to run 10-minute sine cycle, 10 power cycles sitting idle for 2 days. Once the testing was completed, the system error logs were inspected, but no error could be identified.